Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "the bearing part came off" could not be confirmed. The device was not evaluated for the reported condition. However during service and repair, device failures were found but were not related to the reported event. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device experienced "the bearing part came off". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. It is unknown if a delay in surgery occurred as a result of the device issue. There was no additional information provided.